Manufacturer narrative:
Analysis was performed remotely by philips remote service personnel. At the time of troubleshooting, the biomed was not physically present with the monitor. The remote application specialist (ras) provided guidance to ensure the spo2 sensor was properly applied, with the emitter and detector directly opposite each other, and recommended placement on the patient¿s non-dominant ring finger to minimize motion artifact. Additional recommendations included applying ECG monitoring for pulse/heart rate verification and reviewing the qrs detection settings through ECG > touch hr > scroll down to qrs detection. The ras explained that the qrs detection sensitivity may require adjustment to prevent counting both the r and t waves. If double counting persisted with ECG monitoring, it was recommended to select an ECG lead with a taller r wave and shorter t wave morphology. The biomed indicated they would work with clinical staff to implement the recommendations and resolve the issue. The biomed later responded that the qrs detection option had been verified on the monitor and that staff had been advised regarding alternate sensor placement options. No additional information regarding the reported issue was provided. The patient associated with the event had since been discharged, limiting any further evaluation or replication attempts. The root cause of the reported issue could not be determined. A review of the device service history identified no additional reports of this issue for the affected device.

Event description:
Philips received a complaint on a intellivue mp5 indicating that spo2 pulse is double counting resulting in false extreme high pulse alarms. The device was in use on a patient at the time of event, no adverse event was reported.